Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that the therapy was turning on and off by itself. The patient reported that she had a few mris done in the past that didn't follow the active scanning limits for her current device and was wondering if that was why her device was turning off and on by itself. The mris were confirmed to be unrelated to the device or therapy. The patient reported that she usually didn't carry her patient programmer with her, so she never checked the ins to see if it was showing the stimulation was turned off. The patient reported that she did mention it to a manufacturer¿s representative (rep) but he blew it off like it was nothing. The patient reported that she knew her therapy turned off because she started to feel the pain in her right leg and then knows it resumes because her pain will then go away. It was suggested that the patient keep a journal of the on/off incidents. Additional information was received from a rep on (B)(6) 2018. The rep reported that after talking to the patient, it was reported to be positional changes and not the device. The conversation date was unknown. No further complications were reported.